Manufacturer narrative:
6/5/97-supplemental report #1 submitted to FDA. Although the subject device was not returned to the MFR for evaluation, the user facility did return several malformed staples which were fired from the subject device. This condition was duplicated by firing a reserve sample without the anvil present. Based on these findings, the difficulty reported was attributed to misuse of the device by the user.

Event description:
During a sub-total gastrectomy procedure, the staples did not form properly. The surgeon applied another device and resected the malformed staple lines. The pt's status is satisfactory.